Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their new sensor had inaccurate readings . Customer's blood glucose was 115 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also stated their blood glucose would be 110 mg/dl and their sensor glucose was 100 mg/dl. The customer also reported blood at site when they inserted their sensor. Customer stated their site was not actively bleeding at the time of the call. The customer also later called to reported that their sensor remains on the pedestal. Customer stated the catch arm was not bent. The customer was advised their sensor will be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.